Event description:
It was reported that the patient implanted with this dual chamber implantable cardioverter defibrillator (ICD) presented to their following clinic. It was found the right ventricular (rv) lead had a single high out of range pace impedance measurement, measuring greater than 2000 ohms. Upon further troubleshooting, isometrics were performed and unable to recreate the out of range impedance measurement or noise. Technical services was consulted and recommended the patient continued to be monitored at this time. The rv lead remains in service at this time. No adverse patient effects were reported.